Manufacturer narrative:
Method: x-ray review, operation note review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported cannot be confirmed based on the review of x-ray images and operation notes. The device was not returned, therefore, product information could not be performed. Manufacturing records were reviewed and no relevant issues were identified. Conclusion: due to lack of information provided and device not returned for evaluation, the reported event cannot be confirmed.

Event description:
The surgeon reported that a cage appears fractured in a post op patient that received a l4-s1 ibd fusion with pedicle screws on (B)(6) 2016. The patient follow up x-rays appeared normal on several follow up appointments to the surgeon's office. The surgeon reported that it appears the leading edge of the cage) is fractured. The surgeon said the patient is not currently symptomatic.

Event description:
The surgeon reported that a cage appears fractured in a post op patient that received a l4-s1 ibd fusion with pedicle screws on (B)(6) 2016. The patient follow up x-rays appeared normal on several follow up appointments to the surgeon's office. The surgeon reported that it appears the leading edge of the cage) is fractured. The surgeon said the patient is not currently symptomatic.